Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was dissatisfied with this inflatable penile prosthesis (ipp). A surgical intervention was performed, and one month later the event was resolved. No further information was provided.

Manufacturer narrative:
Upon receipt of additional information and further review by the manufacturer, it was determined that this event no longer meets the reporting criteria for the device in question, as there was no patient adverse event or device malfunction that required medical or surgical intervention to prevent patient harm.

Event description:
It was first reported that the patient was dissatisfied with this inflatable penile prosthesis (ipp). A surgical intervention was performed, and one month later the event was resolved. However, additional information was received at a later date indicating that the patient was not dissatisfied with device and there was not a surgical intervention; therefore, it was initially reported by mistake.